Event description:
I was tested for coronavirus after not leaving my house for ten days and tested positive. I didn't believe the results so I got retested twice and both tests were negative. Collection location: (B)(6). FDA safety report ID# (B)(4).